Manufacturer narrative:
Our quality engineer inspected the 1 used sample submitted for evaluation. The reported issue of catheter tip integrity was confirmed upon inspection and testing of the samples. Analysis of the sample showed that the tip of the catheter was pierced by the needle. Since the sample was returned used it is not possible to attribute this defect to the manufacturing process there are full manual and automatic inspections of the product is performed at the end of the manufacturing process to prevent the release of defective product. Bd determined that the most probably cause of the failure was likely attributed to mishandling of the device during use. It is recommended that prior to the use of bd products to review the instructions for use documentation supplied to ensure the greatest chances of there being no failures during use. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Event description:
Kindly explain what do you mean by "needle and sheet were separated about .5cm down from tip". What are you referring to when saying "sheet"? When you say "5cm down from tip" is the tip referred to be catheter tip? I meant the catheter part that covers the needle and stays in the patient after the needle is extracted.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva diffusics 24g x 0.75 in catheter tip integrity problem the following information was provided by the initial reporter: it was reported by customer that the after attempting to place 24g nexiva catheter without success, needle was withdrawn and noticed needle and sheet where separated about .5cm down from tip. Verbatim: clinician reported "after attempting to place 24g nexiva catheter without success, needle was withdrawn and noticed needle and sheet where separated about .5cm down from tip. On attempt to place IV, the needle was never withdrawn and there was not attempt at mechanical maneuvering while inserted. I have never seen this happen before and am concerned with the integrity of the device".